Event description:
It was reported that when using the bd pyxis¿ es refrigerator had no power. The customer stated that all cables were checked and confirmed to be properly connected. They also unplugged and reconnected the cables, but the issue persisted. Additionally, user performed a reboot of the refrigerator; however, the problem continued. The customer further noted that the error displayed power loss. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that power failed on refrigerator. The field service engineer (fse) assisted the customer over phone and performed a power cycle of both the device and battery. The station was then rebooted, and the es refrigerator was verified to recover successfully. Inventory items were confirmed accessible and functioning properly. The system functioned as intended after the field service engineer (fse) assisted the customer to resolve the issue.